Manufacturer narrative:
This event occurred in (B)(4).

Event description:
There was an allegation that there was a questionable thyrotropin (tsh) result produced for one patient. The patient's sample was tested in a commercial laboratory on an abbott architect analyzer and the result was approximately 100 uiu/ml. The commercial laboratory then called the hospital and reported their tsh result. The hospital told the commercial laboratory they had tested the sample with the elecsys tsh assay. The elecsys result was 10 uiu/ml and it was reported outside the laboratory. A physician made an inquiry about the discrepancy between the elecsys result at the hospital and the architect result at the commercial laboratory. The analyzer the elecsys method was run on was requested but not provided. There were no deaths associated with the erroneous results. The information on whether the patient was harmed by any action taken was requested but not provided. The specific date of this event was requested but not provided. A root cause could not be determined with the information provided. Additional data were requested but not provided.